Manufacturer narrative:
Correction section a4 - patient weight. Additional information was received such as d7 - date of explant. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein both leads were explanted and replaced. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-21921. It was reported the patient experienced vehicle accident and stimulation has changed since then. Diagnostics indicated both of the patient's leads migrated. In turn, reprogramming was unable to resolve the issue. Surgical intervention steps may be taken.